Event description:
Additional information was received: it was unknown if the device failed on patient. Event date provided. No further information provided.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device housing was cracked near the battery compartment assembly. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by user interface. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the monitor was not running a functional check when powered on. Patient involvement unknown.